Manufacturer narrative:
It was reported that patient underwent a mesh removal on (B)(6) 2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-06040 and 2210968-2013-06041. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary tract infection, bladder outlet obstruction, dyspareunia, chronic infection, and urinary retention. It was reported that patient underwent mesh revision on (B)(6) 2012 by dr. (B)(6).

Manufacturer narrative:
It was reported that the patient concurrently underwent paravaginal defect repair.

Event description:
It was reported that the patient concurrently underwent paravaginal defect repair.